Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the too low positioning of the valve during implant as it was reported that the valve was implanted at 8 mm deep. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted low at 8 mm in the annulus. An echocardiogram indicated a moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed, but did not improve the pvl. A second transcatheter bioprosthetic valve was successfully implanted, valve in valve, improving the pvl to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: patient identifier was corrected from (B)(6). The UDI number was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).